Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
Lead dislodgement was reported. At the post implant follow-up, the lv lead did not capture in any configuration. Rv lead parameters were regular and stable. At the x ray the lv lead tip was in atrium. The patient does not appear to have done anything that may have caused the dislodgment. Planning lv lead revision.